Event description:
It was reported that they had a frayed desktop charger cord. The patient said it was broken and the wires were exposed and not connecting to each other near the desktop charger connector pin. The patient said the desktop charger connector pin had broken again so they weren't "getting a connection so it won't charge me". The patient said it quit "reading the day before yesterday". The patient said as soon as they got a replacement desktop charger, (when they'd received a replacement in the past, ) they'd immediately tape them up to keep the cable straight because even a slight bend could cause the cable to fray. Patient said that the insr and antenna were working just fine and that it was always the desktop charger. A request was sent to repair to replace the frayed cord. They asked if the manufacturer company could send them a new wireless recharger. They said their current ins battery wasn't holding a charge for very long as it was so old it was "going bad" and if the ins battery would get down to or below 50% charged, it would take the patient 6 hours to charge. Patient services reviewed the process with the patient and the patient said they'd rather just wait for the wireless recharger when they got their ins replaced. The patient said they'd recharge laying in bed, so they'd be lying in bed all the time in the same spot having to hold the antenna on their chest because they weren't able to get the paddle situated correctly in the shoulder holster. The patient said the holster wasn't damaged or worn, only that it seemed to be to big for them. As a result they held the antenna over the ins site and their hand would get cramped and they would try to get to as many bars as they could, "like 6-8 bars".

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.